Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, broken motor slide and minor scratches on display window noted. Unable to perform displacement test due to broken motor slide. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump will be returned for analysis. The customer's blood glucose was unknown at the time of incident. It was reported that there is crack in case. Crack is seen on motor threaded rod. It was reported that the drive support cap appears to be normal. The customer was advised to discontinue use of insulin pump and revert to back up plan.